Event description:
The customer reported erroneous high ise (ion selective electrode) patient results were generated on the au680 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter customer technical specialist (cts) remotely assisted the customer with troubleshooting the device. The customer noticed brown discoloring at the top of buffer syringe. Cts advised the customer to replace buffer syringe which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.